Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the atrial channel. Presenting electrogram (egm) showed appropriate sensing. Isolated undersensing of an atrial beat was noted on stored right atrial automatic threshold (raat) egms. Atrial sensing parameters may require further evaluation. The information has been documented. No adverse patient effects were reported.